Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in intensive care unit due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 600 mg/dl at the time of incident. The customer was experienced symptoms such as nausea, vomiting, abdominal pain, difficulty breathing. The customer's current blood glucose is 530 mg/dl. The customer also reported other blood glucose values such as 298 mg/dl. The insulin pump will not be returned for analysis.